Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3,h4, h6 coding. Based on the results of the investigation and the information provided, the reported malfunction was reproduced. The cause of the reported issues is most likely attributable to considerable mechanical force caused by an impact or fall. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "oes elite", 4 mm, 70°, hd, autoclavable exhibited a broken eyepiece that fell off. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.